Event description:
It was reported that the patient went into vfib at the grocery store. Therapy was not delivered and the patient passed out. Patient was externally defibrillated by paramedics and was transported to the hospital. At the hospital, the device was interrogated. Two episodes of vf were recorded. Undersensing was observed. Atp therapy was delivered, but due to undersensing, there was a return to sinus. Patient had heart catheterization and is in recovery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.